Manufacturer narrative:
D4: customer did not provide serial number submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The customer declined an evaluation of the device.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device internal paddle set failed during patient use. Additional details have been requested. The customer indicated two total incidences of this same issue, each of which will be reported as a separate complaint.